Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient was placed on the catheter by the PICC outpatient nurse under the guidance of ultrasound on (B)(6) 2020. On (B)(6) the connection between the small plane at the front of the catheter and the pipeline was broken, and the positive pressure joint was cracked. Immediately afterwards, the infusion was stopped and the pipeline was removed .